Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, infection, granuloma, lymphadenopathy, and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further investigation: with the information collected during the investigation, there is enough evidence to support that device was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of apr 2019 through mar 2021, was noted an outlier in apr 2019. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations and maintenance of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV, rupture, lymphadenopathy, infection (late onset), necrosis, and granuloma.

Event description:
Patient reported "being afraid of the pathologies may have in the future" [due to recall], "nodules", necrosed, and "pain, sensation of burning in areola, of ¿stretching nerve¿ and of displacement, capsular contracture grade iii-IV, can¿t sleep on the stomach position and neither raise the arms", infection, inflammatory process, possibility of silicone gel leakage, lymph node inflammation, for right side. Device remains implanted. Labyrinthitis, rhinitis, recurrent conjunctivitis, and arthralgia also reported and not device related.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5,b.6, b.7, d6b,b6,h6.

Event description:
Device has been explanted. Healthcare professional additionally reported adhesion,underside of the capsule equivalent to fibrosis, necrosis, and xanthomatous histocytes (lesion).